Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was present in the cannula. The investigation found no defects or deficiencies that would have contributed to the reported high bg (blood glucose) levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The customer noticed that the cannula was bent into a 90 degree angle. A new pod was applied and an injection of insulin was administered to treat the hyperglycemia.